Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure inserts were removed") in a (B)(6)-year-old female patient who received essure (batch no. 948843). The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On (B)(6) 2017, 4 years and 80 days after starting essure, the patient experienced medical device removal (serious criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced headache ("cephalalgia"), asthenia ("asthenia"), arthralgia ("polyarticular pain"), depression ("depression"), weight increased ("weight gain"), visual acuity reduced ("decreased visual acuity") and adverse reaction ("other various associated symptoms"). The patient was treated with surgery. Essure was withdrawn. At the time of the report, the medical device removal, headache, asthenia, arthralgia, depression, weight increased, visual acuity reduced and adverse reaction outcome was unknown. The reporter considered medical device removal, headache, asthenia, arthralgia, depression, weight increased, visual acuity reduced and adverse reaction to be related to essure. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted, and the inserts were removed four years later. This event is anticipated in the reference safety information for essure. The case was reported with limited information. Patient´s medical history and concurrent conditions were not mentioned. Removal method was not specified. Non-serious events of general nature were also reported; none of them assessed as related to the suspect device. Despite the limited information, given the nature of the event inserts were removed, causality cannot be excluded. Therefore, the case was regarded as incident, since device removal was required. A product technical analysis is expected and further information has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot number: 948843 - manufacturing date: feb-2012 - expiration date: feb-2015. As of 24-jan-2017 no product was returned for this case. This case is being processed as if no product will be returned. If product is received in the future, a child case will be opened and an investigation will be completed on the returned device. We conducted a review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-jan-2017: quality safety evaluation of ptc. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted, and the inserts were removed four years later. This event is anticipated in the reference safety information for essure. The case was reported with limited information. Patient´s medical history and concurrent conditions were not mentioned. Removal method was not specified. Non-serious events of general nature were also reported; none of them assessed as related to the suspect device. Despite the limited information, given the nature of the event inserts were removed, causality cannot be excluded. Therefore, the case was regarded as incident, since device removal was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible ,a relationship with the reported medical events cannot be totally excluded. Further information has been requested.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 16-mar-2017: correction following company internal review: no response was received from reporter despite follow up attempts. Nca number ((B)(4)) provided. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted, and the inserts were removed four years later. This event is anticipated in the reference safety information for essure. The case was reported with limited information. Patient´s medical history and concurrent conditions were not mentioned. Removal method was not specified. Non-serious events of general nature were also reported; none of them assessed as related to the suspect device. Despite the limited information, given the nature of the event inserts were removed, causality cannot be excluded. Therefore, the case was regarded as incident, since device removal was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible ,a relationship with the reported medical events cannot be totally excluded. No further information is expected.